Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized on the same day as onset of the event. The cause of the peritonitis was reported as due to a urinary tract infection. On an unreported date, the patient was treated with vancomycin (1 gram, frequency and route not reported), reflin (1 gram, once per day intraperitoneally, duration not reported) and fortum (1 gram, intraperitoneally, frequency and duration not reported). On an unreported date, treatment with vancomycin was discontinued. The patient outcome was not reported. Action taken with dianeal therapy was not reported. No additional information is available.